Event description:
It has been reported to the company that the hypotube of the device became damaged during the procedure by the y-adapter (co-pilot) and the balloon would not inflate. The damage may have resulted in the inability of the balloon to be inflated. The proximal end of the occlusion balloon was also reported to be leaking upon removal from the patient.